Event description:
It was reported that a patient underwent a sling procedure to treat pelvic organ prolapse and stress urinary incontinence. The patient experienced physical pain, stomach and vaginal pain, and persistent infections and urinary incontinence and will require additional medical treatments.

Manufacturer narrative:
(B)(4): undefined medical treatments. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh implantation with concurrent cystocele repair with anterior colporrhaphy and cystoscopy to treat urinary stress incontinence and cystocele. Post implantation the patient experienced pain, erosion, infection, urinary/bowel problems, dyspareunia and neuromuscular problems. (B)(4).